Event description:
"Picture was taken of the esu pad while still on pt. The pad appeared to have a crease located in close proximity to the burn. Posibility or arcin at that location." The account was contacted; however, to date. No add'l info has been furnished regarding this event.